Manufacturer narrative:
Batch review performed on 17 july 2019: lot 173416: (B)(4) items manufactured and released on 27-june-2017. Expiration date: 2022-06-08. No anomalies found related to the problem to date, (B)(4) items of the same lot have been already sold without any other similar reported event additional implant involved in the event, batch review performed on 17 july 2019: reverse shoulder system 04.01.0178 glenosphere 32xø24.5 (k170452) lot. 179968 lot 179968: (B)(4) items manufactured and released on 18-april-2018. Expiration date: 2023-04-09. No anomalies found related to the problem to date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in complaining of pain due to a dislocation of the liner from glenosphere. The cause of the dislocation is unknown. The surgeon closed reduced the patient 1 month and a half after primary and no implants were revised. The surgery was completed successfully.